Event description:
Pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal for intractable spasticity. The pt underwent explantation of the pump in 2000 after the low battery alarm was heard. The pt underwent implantation of another synchromed pump in 2000, followed by continuation of intrathecal lioresal.